Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained noise episodes were observed on the right ventricular and right atrial leads. The leads were capped and replaced. The patient's condition was stable. Related manufacturer reference number: 2938836-2017-24956.